Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 475cc mentor smooth round moderate plus profile prosthesis and experienced postoperative left-sided deflation. The patient had a consultation with a healthcare professional. As a result, the patient underwent removal and replacement with two 500cc mentor memorygel breast implant (catalog #: 3505004bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the event date. The implant started to deflate on (B)(6) 2019. The event date has been updated as 29-mar-2019. Manufacturer's reference number: (B)(4).